Event description:
Patient operated in 2006 for inguinal hernia. Re-operated on 12 march 2006 to remove kugel patch due to infection. Culture showed staphloococcus infection. Surgeon suspects contaminated product.